Event description:
It was reported that the blade broke during a urological procedure. It did not fall into the patient. Another like device was used to finish the procedure. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.